Event description:
Pr 9151418 is a duplicate complaint and will be cancelled.

Manufacturer narrative:
Pr 9151418 follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to MDR 9146901.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safety-lok needle pulled out of hub. The following information was provided by the initial reporter: "they now have had one of the safety glide needles stuck in a patient¿s leg and they are looking for some sort of solution or plan and want to set up a meeting."